Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the firing of the reload could not be completed. The user replaced the reload of the same type to resolve the concern. There was no patient injury.